Manufacturer narrative:
(B)(4). E1 initial reporter state- (B)(6).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number (B)(6). However, data for the transmitter with the serial number (B)(6)was provided for evaluation. The allegation was confirmed. The probable cause was the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over an hour occurred on (B)(6) 2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and loss of connection was not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).